Manufacturer narrative:
It was reported by the hospital contact that the surgeon chose stent assisted coil position surgery. The surgeon felt much friction during advancement of the presidio (pc410051730/c23485) after the introducer has been connected with valve. The friction occurred when the coil introducer was being connected with y-valve which has not reach to microcatheter (details unknown) at all. The surgeon withdrew the y-valve but noted the coil had partly stretched. Changed to another coil (details unknown) to complete. There was no report on patient injury. The patient is female and (B)(6), had aneurysm of spinal artery with size 3.7*4.7 mm. Neck width: 3.02 mm. The product will not be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event. The presidio (pc4100517-30, lot c23485) will not be returned, therefore the root cause of the coils friction and stretching occurring inside the rhv cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: another coil (details unknown); microcatheter (details unknown). This is an initial/final report.

Manufacturer narrative:
The product has been received. Additional information will be provided within 30 days from the end of product investigation.

Manufacturer narrative:
As viewed into the returned packaging upon receipt, it was found that the coil was severely stretched and separated from the device positioning unit (dpu). The separation of the coil from the dpu was unreported. The circumstances of how and when this unreported damage occurred cannot be determined. The coil has been severed at the proximal section with a complete loss of all secondary and primary winding. This section contained the socket ring and proximal soldered section of the coil. The coils fracture is ductile in nature requiring external force. No material defects were found. The circumstances of how and when this unreported damage occurred cannot be determined. The coil has been severely stretched. A contributing factor to the coil stretching, in part, may have been due to the coil becoming anchored (source and location unknown) during removal; however the complete circumstances of how and when this occurred cannot be determined. The distal section of the coil has also been severely damaged. The pull tab sheath section has been split lengthwise starting at the locking mechanism. The resheathing tool has been severed into two separate pieces. The fracture of the resheathing tool is ductile in nature requiring external force. No material defects were found. The circumstances of how and when this unreported damage occurred cannot be determined. The enpower detachment button was pressed in an atmospheric environment outside the patient causing the coil to detach and for the outer sheath and angle ring section to have been completely melted. The circumstances of how and when this unreported and unexplained coil detachment which occurred outside the patient cannot be determined. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The sheath has been severed and split lengthwise at the locking mechanism. Without the return or identification of both the y valve and the unknown microcatheter used in the procedure, the compatibility of these two devices cannot be determined. No manufacturing defects were found. The most likely contributing factor to the coils resistance during introduction may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced coil damage including a portion of the coil damage and possibly a portion of the unreported system damage found as reported above. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the severed proximal section of the coil, the identification or the return of the unknown microcatheter, and the rotating hemostatic valve (rhv) used in the procedure, or an explanation of the unreported microcoil system damage found in multiple sections of the device, it cannot be determined if these components or the unreported system damage had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by the hospital contact that the surgeon chose stent assisted coil position surgery. The surgeon felt much friction during advancement of the presidio (pc410051730/c23485) after the introducer has been connected with valve. The friction occurred when the coil introducer was being connected with y-valve which has not reach to microcatheter (details unknown) at all. The surgeon withdrew the y-valve but noted the coil had partly stretched. Changed to another coil (details unknown) to complete. There was no report on patient injury. The patient is female and 65 years old, had aneurysm of spinal artery with size 3.7*4.7 mm. Neck width: 3.02 mm. The product will not be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event.